Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was fractured, had high thresholds and high impedance. The ra lead was inactivated through reprogramming and an atrial lead revision is scheduled. No patient complications have been reported as a result of this event.